Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator underwent a lead revision due to the lead being exposed. The lead was exposed after the patient's hematoma popped. There were no additional reported patient complications and the patient is doing well.

Event description:
It was reported that the patient with this neurostimulator underwent a lead revision due to the lead being exposed. The lead was exposed after the patient's hematoma popped. There were no additional reported patient complications and the patient is doing well.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.